Event description:
It was reported that: "patient had revision due to dislocation. During surgery, surgeon implanted our constrained liner with a depew head. Everything went in fine, but when the surgeon was going through his final range of motion, the depew head and the constrained inner diameter came out the outer diameter (tritanium revision cup). Surgeon then put in a second constrained liner and everything went well.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.